Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal an unspecified amount of tampons fell apart leaving pieces inside her vaginal cavity. She stated she began to experience a vaginal odor due to the tampon pieces being left inside her. She manually removed the tampon pieces and saw her obgyn who checked to make sure there were no pieces remaining. Obgyn confirmed no tampon pieces remained. She did not receive any additional medical treatment and did not experience any adverse health effects.